Manufacturer narrative:
Additional information received on 03-nov-2023 providing an additional concomitant product. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone (B)(6). The bwi product analysis lab received the device for evaluation 18-jan-2023. The device evaluation was completed on 26-jan-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) in the right ventricular outflow tract ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient suffered cardiac tamponade requiring pericardiocentesis. After the physician decided not to ablate due to absence of spontaneous pvcs (no clinical endpoint) a blood pressure drop was detected. After ultrasound, a pericardial effusion was seen. Pericardial puncture and drainage were performed. Blood pressure went back to normal. When leaving the room, no consequences for patient. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was a pericardial drainage. Generator information was a ngen, 221800037fg. Ngen software version used was v2. Transseptal puncture was not performed. Prior to noting the pericardial effusion/cardiac tamponade, ablation was not performed. There is no evidence of steam pop. The event occurred during the closing time/mapping. Since no ablation was performed, the flow setting for the irrigated catheter was on constant 2ml/min. Correct catheter settings were selected on the generator. Force visualization features were used were vector, dashboard, graph.